Event description:
Healthcare professional reported patient was pretreated with numit and injected with 1ml of juvéderm® ultra xc into the upper lip. During injection on the right side, it was noticeably more pale after two injections. Injections were stopped and capillary refill attended sluggish at approximately 4 seconds. They did another cap refill three minutes later with a sluggish response of 5 seconds and paleness tracking slightly. The hcp consulted with another healthcare professional and vascular occlusion was agreed upon. Hylase was drwan up per protocol and 300 iu were injected. Patient began feeling unwell and lightheaded and stated they "felt bsl was low". Patient was given lollies and water. The area was massaged and client began recovering from the lightheadedness. After 10 minutes, the lip colour was returning, but with a sluggish response. Another 200-300iu of hylase was injected across the left upper lip in case the occlusions temmed from there. Patient was feeling much better while waiting another 15 minutes. 60 minutes past hylase, and patient was prescribed with mo. Capillary refill was about 3-4 seconds when leaving clinic and patient was very bruised in the upper right quadrant. Patient was advised the continue massaging area. Two days later, a second hylase injection of 1200iu occurred due to mottling in white border of the lip.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.